Event description:
Patient was receiving IV precedex 400 mcg in 100 ml at weight based dosing for 104.3 kg through IV alaris pump. The dose was set to 1 mcg/kg/hr at 26.1 ml/hr. A new bag was hung around 0000 on (B)(6) 2021. At 0200 pump started to alarm. Rn went in to assess the situation and found the bag of precedex was dry. Rn restored settings and confirmed with 2 other rns the settings of the pump were 1mcg/kg/hr at 26.1ml/hr. The pump malfunctioned and ran the drug in too quickly over 2 hours instead of 4 hours. At 0300 the patient's bp became hypotensive and md was notified. Fluid bolus was given and levophed was started around 0400. Patient's bp came back up to normal limits by 0415. Alaris pcu: (B)(4), alaris lvp: (B)(4). FDA safety report ID# (B)(4).